Manufacturer narrative:
Failure analysis on the returned power management board shows that the power management (pm) pcba was tested and no failures were identified.

Event description:
The customer reported that the ventilator is not working on battery power. The customer reported the unit was not in use on patient.